Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 120 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. It was also reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer¿s blood glucose level was 160 - 375 mg/dl.